Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after mating the insertion sheath and the locator, the assembly was attempted to be inserted into the artery over the guidewire. However, the insertion sheath became kinked. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved with the second device. The blood loss was than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. No equipment or other devices were used with the angio-seal. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was the right common femoral artery. The vessel's diameter was unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the arteriotomy locator and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator assembly was found fully mated and kinked at the blood inlet holes. No other damage or issues were identified. The returned sheath and locator assembly contained kinks and so the complaint was able to be confirmed for a kinked sheath and locator assembly. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device during attempted insertion into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/failure mode and effects analysis (fmea).